Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. (B)(6). It was reported that on (B)(6) 2015, a 21mm trifecta valve was implanted in a patient with endocarditis on native valve. On (B)(6) 2016, there was paraprosthetic leak anterior to the vicinity of the trigone which extends beyond the mitral funnel. The pht was at 430 msec. The end-diastolic doppler effect reached 3 cm/sec, which showed a grade iii leak. By pisa, the sor comes out at 0.20 cm² with a regurgitated flow at 37 ml. The tran prosthetic mean gradient was 15 mm hg, maximum velocity 2.7 m/sec. On (B)(6) 2016, it was noted that the transthoracic echocardiogram (tte) performed sometime in (B)(6) 2015 found a false aneurysm circulating at the level of the mitro-aortic trigone corresponding to the factualization of the abscess. An anterior paraprosthetic leak was also noted near the trigone, which was on the grade ii-iii side. Surgical intervention was performed and the trifecta valve was replaced with a 21mm regent heart valve. Patient status is unknown. No additional information was provided.

Manufacturer narrative:
As reported in a research article a leak was noted on the valve after one year of implant, so the valve was explanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.